Event description:
Pt underwent MRI of the ls spine on 2/25/94. General anesthesia used due to pt's extreme claustrophobia. Pt returned for pre-surgical education on 3/2/94 and reported that she has received burns during MRI procedure. Two areas of second to third degree burns noted, overlying the left superior chest, one 6 cm in diameter, the outer 4 cm in diameter. Burns noted to be in location of ECG electrodes. Ceftin 250 mg bid and silvadene cream 1% bid prescribed.